Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that about a week and a half ago their recharger went out and their implanted neurostimulator was completely dead. Patient mentioned that the ins makes their legs not hurt. Patient stated that they were in the middle of recharging their implant when the recharger stopped. Patient confirmed that they had not experienced any error messages or alerts while recharging. Agent had patient attempt to start a charging session. Patient reported seeing no device found, and the controller was not recognizing the recharging antenna. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent updated correct date of birth. Information was received from a patient regarding an external device. During the call patient mentioned that they have been having issues with the controller since they first got it. Patient also mentioned that every once in a while the controller will glitch. Patient mentioned their mdt rep advised them to take the battery out to reset the controller. Patient relayed that mdt rep stated that this is normal. Agent reviewed to call back if the issue persists or becomes worse, and documented information given during the call.

Manufacturer narrative:
B3: date is approximate with year valid. Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the recharger (product ID (B)(4) lot# serial# (B)(6)) found the controller won't power on when the recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.